Event description:
This case was reported by a consumer and described the occurrence of thrush in a (B)(6), male, p,t who received glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth oral rinse) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started glucose oxidase + lactoperoxidase + lysozyme. At an unk time after starting glucose oxidase + lactoperoxidase + lysozyme, the pt experienced thrush. This case was assessed as medically serious by gsk. Treatment with glucose oxidase + lactoperoxidase + lysozyme was discontinued. At the time of reporting, the event was unresolved. The pt stated "I have thrush. I think this did it to me." The manufacturer's report number for this case is 2022474-2012-00010. Biotene is manufactured in (B)(6) in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing.

Manufacturer narrative:
(B)(4).